Manufacturer narrative:
Device evaluation- the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Method code- 4111 added to initial MDR. Previous method code not applicable. Claim# (B)(4).

Manufacturer narrative:
PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5 12.6, -07.00 diopter, implantable collamer lens into the patients right eye (od) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as patient related factor.